Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis is to be submitted as a follow-up report.

Event description:
It was reported that the device has malfunctioned. Testing confirmed that the device is no longer functioning correctly.